Event description:
A family member of the patient called the manufacture to inquire if the device of the deceased could be donated. Information identified in the manufacture's data base indicated the patient died approximately ten months after the implant of the cardiac resynchronization therapy defibrillator (crt-d). A cause of death has been requested and not received.

Manufacturer narrative:
Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be process and considered accordingly. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.